Event description:
The reporter stated that, the surgeon was inserting a silicone single piece toric lens model aa4203tl into eye and the lens tore. The surgeon removed the lens without enlarging the incision. No pt injury.